Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in the pump data logs. Cartridge change sequence was completed twice on (B)(6) 2018. The user completed the ¿tubing filled¿ step twice priming 90.6 units and 56.4 units. There were no erratic basal rate adjustments or bolus request. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. The cause of the low bg was reportedly unknown, although the customer mentioned experiencing bronchitis and taking antibiotics and other medications at the time of the event. The customer reportedly addressed for the low bg by consuming food, water and tea. The customer's daughter reportedly assisted the customer with addressing for the low bg, although specific type of assistance was not provided.